Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the product was discarded by the customer; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 25.0 diopter intraocular lens (iol) was implanted in the patient's left (os) operative eye on (B)(6) 2019. It was later explanted on (B)(6) 2019, due to an unexpected refractive outcome. There was no complications reported during postop. No further information was provided.